Event description:
Patient had reported in 04 that she was concerned about the inaccurate high results she was getting on her one touch basic enhanced meter. She had provided results such as 246 mg/dl and 191 mg/dl. Her testing technique and cleaning procedures were correct and her test strips were in good condition. She had not experienced any high or low blood glucose symptoms at the time o concern, but she had contacted her doctor for advice and was told to take an extra oral medication pill. There is no adverse event reported. During troubleshooting, she was walked through a check strip test on the meter, which fell outside the range. She was then asked to clean the meter and check strip and then retest with that check strip. The result again fell outside the range. Therefore, this case is reported as a meter malfunction since the check strip test failed twice on the meter. A replacement meter was sent to the patient. There was no further clinical information provided.